Manufacturer narrative:
The customer sent in the grasp. Forceps insert ø 5mm along with the shaft tube and the handle pistol shaped mono for inspection. Upon inspection of the instruments by the technical department, no defect or fault was found. The grasp. Forceps insert ø 5mm in question fully complies with richard wolf gmbh's testing criteria and can be used without any issues. Over the past 5 years, there have been no complaints or incidents regarding grasp. Forceps insert ø 5mm, 8393185. Since the customer did not provide any further details about the incident and given that there have been no other complaints regarding this batch no. 1386866 and that the inspected instrument showed no defects, we assume that this incident was caused by a handling error. In the instructions for use, ga-s027, chapters 9 checks and 10 use, provide sufficient guidance on visual and functional inspections. They also refer to the intended use and purpose of the product. At richard wolf gmbh risk analysis b1-211 for reusable, rigid, powered, non-optical forceps and scissors eragon iia / iib, version v00, manufacturing-, handling-, and design-related hazards regarding functional impairment, as well as risks arising from application errors were assessed in terms of the corresponding extent of damage and the assumed probability of occurrence and evaluated as an acceptable risk. Since the investigation of the current complaint case has not revealed any new risks, the risk assessment remains valid considering the facts described. A review of the facts reveals that, from both a manufacturing and a design perspective, there are no systematic defects. Based on the results described above (no defects or errors found), the cause of the customer's complaint cannot be clearly determined. No corrective actions are required based on the inspection results obtained.

Event description:
According to the report, the forceps have caused traumatic lesions, some of which with transmural perforation. Patient requiring surgical re-intervention due to small bowel perforations. The user did not specify whether a malfunction occurred while the forceps were being used or exactly what circumstances led to the patient's injury.